Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 20 to 30mg/dl. Troubleshooting found that the customer needs to get the minilink replaced. Customer declined low blood glucose troubleshooting and ended the call.